Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needle clogged during the injection, stopping the insulin flow and requiring a second needle to complete the dosage. Additionally, the consumer reported that priming is always done before the injection. The following information was provided by the initial reporter: "consumer stated needle clog during injection. Stated during the injection, flow stopped, so he had to use second needle to complete dosage. Stated always primes before use. Discarded sample. Lot: 8186888, item: 320109, expiration date: 2023-07-31. Occurrence date: (B)(6) 2019."